Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be non-malignant pain and failed back surgery syndrome. It was reported that when the patient's pump was implanted on (B)(6) 2001 the patient thought that "the doctor messed up" because he got really sick and went completely blind. He kept the pump in for a little while because his vision came back and he "got back to normal" but he mentioned he "had a lot of problems with it" and had side effects so he opted to have the pump removed. The patient had lost some weight in the last couple of months relative to the report date of (B)(6) 2019 and he felt what he thought was scar tissue at the site where the pump had been. He was concerned that the health care professional (hcp) may have left the "pump battery implanted" so the patient met with a doctor who said it felt "like the battery from the pump". The patient noted that the area felt like an oval but the hcp had stated that the battery would not be dangerous. The patient noted he felt sick all the time and every morning it was a struggle to get out of bed. He had grogginess and a "sick feeling" and had chronic pain. The patient was redirected to bring his concerns to a hcp to help determined what the lump was. No further complications were reported.